Manufacturer narrative:
No product has been returned for evaluation as it was left in-situ. No material number or lot code provided. Even though root cause cannot be confirmed based on the review of the reported event and lateral radiograph indicates a over angulation of one of the superior screws on ta three level anterior cervical discectomy and fusion plate disallowing sufficient lock coverage and subsequent screw back out. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation.." "...implant selection: the nuvasive archon acp plate system is available in a variety of sizes to insure proper sizing of implanted components. The potential for the success of the fusion is increased by selecting the correct size of the implant. These devices are not intended to be used as the sole support for the spine. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of patient anatomy may present limitations on the size of the chosen implants...".

Event description:
During the investigation it was identified that a patient experienced a post operative screw back out. It is unknown what three level anterior column plate implanted nor the index procedure date. No revision procedure is planned at this time. Patient will continue to be monitored.